Manufacturer narrative:
(B)(4). Date sent: 4/13/2023. D4: batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the staple was not formed in b shape. It is probably the staple which fired from the echelon device, and it was dragged by the powered circular when anastomosis. The patient is stable. Additional information was requested, and the following was received: 1. Could you please clarify if were there any staples missing from the staple line? No, currently there were not any staples missing from the staple line. 2. Or, was there any other issue noted with the staple line (b-formation, irregular, legs straight)? No, there were not any issues. Staple was not b-formation." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the staples were found at 2 o¿clock on the luminal screen, the area where dst staples overlaps, when checking after 1st firing. The donut was created properly. The staple came out from the washer, so the surgeon judged the staple on the screen was the echelon¿s staple and closed the wound. There was no unusual feeling when firing nor when removing. The device was used on the colon. Psee60a and gst60d were used with the device. The operation was completed as is. There were no adverse consequences to the patient. No further information is available.